Event description:
It was reported that in 2002, the pt underwent laparoscopic surgery, including hysteroscopy, and "non-absorbable, braided, green surgical sutures" were utilized during the procedure. It is reported that the sutures "migrated, lodged, and embedded themselves" into the pt's uterus, causing an injury to the pt. It is reported that during the procedure, the pt's uterus was punctured and/or sutured directly, causing her to be unable to conceive and/or carry a pregnancy to term. No additional information has been provided at this time.

Manufacturer narrative:
Date sent to the FDA: 02/26/2009. Inability to conceive - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.